Event description:
Pt scheduled for bilateral capsulotomy and implant exchange. Pt had original implants inserted in 1975 by another surgeon than the explanting surgeon. The pt was unaware of who the MFR of the original implants was. Upon doing the surgery the right implant was found to be ruptured. The left implant was encapsulated and appeared to be unruptured. Both implants and surrounding tissue was sent to pathology for routine pathology. Because of the one implant being ruptured our facility considers this to be a pt injury. There was no abnormal pathology reported.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.